Manufacturer narrative:
Philips has investigated this complaint. The philips engineer has communicated with the customer via phone and confirmed that the system was not booting up. The philips engineer suggested the customer for onsite repair, but the service quote provided by philips was not accepted by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura device would not boot up. The system was outside clinical use. No harm was reported.